Manufacturer narrative:
Physio-control further examined the removed therapy pcb assembly and determined the cause of the reported issue was due to diode, designator cr30. Cr30 had legs 5 and 9 electrically shorted. This resulted in the event code being logged, the negative portion of the biphasic waveform to be missing, no pacing output and ¿abnormal energy delivery¿ to be displayed.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. The therapy pcb assembly was replaced and that resolved the reported issue. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the service indicator is present and an event code is logged in the memory of their device. The event code logged in its memory is indicative of a device failure that could result in a partial loss of defibrillator output energy due to a loss of the negative portion of the biphasic output waveform, resulting in a monophasic shock. Additionally, the defibrillator output energy may be reduced by up to approximately 20% from the selected energy level. As a result, the wrong defibrillation therapy would be delivered, if it were necessary. There was no patient use associated with the reported event.